Manufacturer narrative:
Na.

Event description:
The customer complained of questionable ca2 calcium gen.2 results for multiple patient samples on a cobas 8000 c (701) module. The customer provided examples of discrepant ca2 results for 4 patient samples. For patient 1 the initial ca2 result was 3.7 mg/dl and the repeat result was 7.8 mg/dl. For patient 2 the initial ca2 result was 5.0 mg/dl and the repeat result was 8.1 mg/dl. For patient 3 the initial ca2 result was 5.8 mg/dl and the repeat result was 10.0 mg/dl. For patient 4 the initial ca2 result was 6.2 mg/dl and the repeat result was 9.8 mg/dl. The repeat results were deemed to be correct. There was no adverse event. No erroneous results were reported outside of the laboratory. The customer replaced the sample probe but it did not resolve the issue. The field service engineer (fse) found the rinse nozzle for the rinse mechanism was out alignment. The fse realigned the nozzle, installed the revised clip, and verified qc. The ca2 reagent lot number was 337666. The expiration date was asked for but not provided. The investigation determined that the qc was acceptable and that the service actions resolved the issue.